Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was ¿spinning slow¿ was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the triggers were binding, the electric motor had excessive vibration, and there was an unknown substance on a ball bearing and it had seized. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the small battery drive device was "spinning slow". During in-house engineering evaluation, it was observed that the triggers were binding, electric motor had excessive vibration, and there was an unknown substance on a ball bearing and it had seized. There was no patient involvement reported. It was reported that there was no delay to a scheduled surgical procedure as an identical spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was unknown, however, the reported stated the event occurred on (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.